Event description:
Doctor reported false positive troponin I (tni) results on 2 patients run on triage profiler sob 25 test kit. Patient 1 - tni 0.34, myo and ckmb normal, EKG not concerning. Repeated same device on different meter and obtained tni <0.05. Repeated same device on original meter (all within 30 min of inoculation) and obtained tni of <0.05. Patient 2 - tni <0.05, chest pain, soft r/o, 2nd set gave 0.07 tni, admitted patient. Patient eventually r/o with normal enzymes x 3. Falsely elevated tni results may lead to invasive procedure or medication. This is considered an adverse event because, patient was admitted to the hospital.

Manufacturer narrative:
Testing was performed using returned patient samples (2) and in-house calibrator (cal h) on retains from lot w44978. Tni recovery was also tested on the access ii. Product support did not confirm the client's tni observation. The results of the testing are: gp: h108s. Triage: <0.05. Accessii: 0.04. Gp: h124. Triage: <0.05. Accessii: 0.01. Complaint not confirmed. No high bias in recovery or discrepant results were observed. Product support could not rule out any sample specific or environmental factor that could affect analyte recovery. A review of tni manufacturing release data for the device lot showed results within manufacturing release specifications. No corrective action required, as no product deficiency was established.